Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. The patient was treated with injection vancotroy intraperitoneally (2 grams stat dose) and gentamicin intraperitoneally (20 milligram once daily for 21 days) for the event. At the time of this report the patient was recovering from the peritonitis event. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 2 of 3 involved in this event.